Event description:
It was reported that the tcm would not heat above 34 degrees c during set up. The product was changed out and the surgery was completed successfully.

Manufacturer narrative:
The field service representative could not duplicate the failure. He replaced the solid state relays as a precautionary measure and the system operated within specifications. This report is being submitted to the FDA as a result of a retrospective review of product complaints.